Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the left ventricular (lv) lead was found to be dislodged and also had elevated thresholds. The lv lead was revised and remains in use. No patient complications have been reported as a result of this event.